Event description:
It was reported that (1) device was used during an unknown procedure. It ws reported by the affiliate that when firing the al326 for the third time, the jaw of the instrument broke and fell into the patient. There was no tissue damage and the part was removed from the patient. Another instrument was used to complete the case. There was no consequence to the patient.